Event description:
While testing the core impaction drill during routine servicing it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the driveshaft bearings were corroded, the motor pins were damaged and the set screw was worn.